Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they customer experienced high blood glucose. The high blood glucose level was 24mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Self test was passed. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.